Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump is going into threshold suspend mode during the night due to discrepency between the sensor and blood glucose readings. Advised to call when the issue is occuring and to keep the sensors for analysis purposes. Customer also mentioned a bent cannula on one of the sensors when it was removed. Advised to download insulin pump data onto carelink so troubleshooting can be performed. Nothing further reported.